Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the broncho videoscope image was lost when the tip is flexed in the up position. The issue occurred during the therapeutic wedge resection. The intended procedure was completed with a competitor¿s device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated; b5, d4, d9, g1, g3, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: when the tip is flexed in the up position, the image is lost is due to stress. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.